Event description:
Discordant, falsely low total protein results were obtained on two patient samples on an advia 1800 instrument. The physician for one patient whose sample was tested on (B)(6) 2013 called the laboratory on (B)(6) 2013 to question the result because the patient's albumin was higher than the patient's total protein. The laboratory re-evaluated all total protein and albumin results obtained on the instrument that day and discovered one additional patient sample that had resulted with higher albumin than total protein. The samples were not rerun because they had been discarded prior to questioning the total protein results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low total protein results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the reagent pumps were leaking. The cse replaced the reagent pump seals and primed the system to verify that it was no longer leaking. Quality controls were run and resulted within range. The cause of the discordant, falsely low total protein results is unknown. All other samples run the same day as the discordant results resulted as expected and no other assay results have been discordant. The total protein results were questioned several days after being reported. The instrument is performing within specifications. No further evaluation of the device is required.